Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "serial number (B)(6). Deep cleaned mechanisms still failed functional check. Re-attached pneumatic ribbon confirmed pump problem error wait for log review per [fresenius kabi rep] check ipc grommet. If ipc grommet\ then check valve 3. Replaced ipc grommet, needs new pneumatics, replaced full pneumatics system, placed pump in bring up mode and sent to the test line, passed all stations of the test line front housing, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:03 and (B)(6) 2025, passed heratherm pulled at 04:03 (B)(6) 2025, lvp burn-in test - pass, 24 hour dwell - complete. Valve 2 slow_closure warnings occurred 2 times - pump log retrieval - fail. Sent to test line for further investigation. Pump in bring up mode and sent to the test line, passed all stations of the test line front housing, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:00 and (B)(6) 2025, passed heratherm pulled at 04:00 (B)(6) 2025, lvp burn-in test - pass, 24 hour dwell - complete, control system startup check - pass, pump log retrieval - pass, flow accuracy test - pass, electrical safety test - pass, provisioned pump to mayo server, returned to service. Work order type: corrective maintenance. Order description: latch mechanism locking up. Problem cause: equipment failure. Resolution code: replaced part. Resolution detail: functional check complete: failed. Question 1 was there any injury/adverse reaction: no. Question 2 did the issue stop an active infusion: no. Question 3 list name of any drug administrated if known: n/a. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.